Event description:
It was reported that during a procedure of the moderately tortuous, moderately calcified, 90% stenosed, proximal left anterior descending (lad) artery, the 2.5 x 8 mm nc trek balloon dilatation catheter (bdc) was used for pre-dilatation. During the second inflation at 18 atmosphere (atm), the balloon ruptured. A different nc trek bdc and a 2.75 x 33 mm xience xpedition stent were used to complete the procedure. There was no adverse patient effect or a clinically significant delay in procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.